Event description:
It was reported that the blue return line connected at the top of the filter of a prismaflex m100 set completely dislodged which resulted in an external blood leak. This issue occurred during treated with continuous renal replacement therapy (crrt). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was leakage at the level of the connection between the screwed connector and the return line. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.